Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after having received multiple inappropriate shocks. Interrogation of the s-ICD revealed oversensing of sense b node noise and low amplitude measurements. Noise was unable to be reproduced in the primary vector, which was the vector the patient had received the shocks in. The secondary vector was not a viable option due to oversensing of both t and r-waves, as well as low amplitude measurements. The decision was made to program off tachycardia therapy in the s-ICD and the patient was referred to another hospital for a revision procedure. At this time, the s-ICD remains in service and there were no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was admitted to the hospital after having received multiple inappropriate shocks. Interrogation of the s-ICD revealed oversensing of sense b node noise and low amplitude measurements. Noise was unable to be reproduced in the primary vector, which was the vector the patient had received the shocks in. The secondary vector was not a viable option due to oversensing of both t and r-waves, as well as low amplitude measurements. The decision was made to program off tachycardia therapy in the s-ICD and the patient was referred to another hospital for a revision procedure. At this time, the s-ICD remains in service and there were no additional adverse patient effects were reported.